Manufacturer narrative:
Conclusion and bat048009 and bat047867 are expected to be returned to (B)(4). Bat046622, bat047732, bat205448, bat207120 and bat206313 remains with the patient. One battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event for the battery (power switching) was confirmed; however, none of said occurrences involved bat046017. Analysis of the device revealed that this device failed to meet specifications; the device passed visual examination but failed functional testing due to cell pair #4 falling below 2.8 volts. The faulty cell could have been a contributing factor to the power switching. However, log file analysis did not reveal power switching events involving this battery. The reported event for the controller (loose connector) could not be confirmed since analysis of the device revealed that the device performed as intended and met specifications; the device passed visual examination and functional testing. Log file analysis revealed several power switching events. The following batteries were involved in triggering the power switching events: bat046622, bat047732, bat047867, bat048009, bat205448, bat206313, and bat207120. The most likely root cause of the observed power switching events may be attributed to a communication error; however, none of the power switching events involved the reported battery. The condition reported as con184592 has loose battery port (port1) was not confirmed. The connectors were tight and functioning as intended. The battery was found to have a faulty cell that could have contributed to power switching. However, log file analysis did not reveal power switching events involving this battery this is report two of two reports (3007042319-2016-00836, and 00837) submitted for devices related to the same event. Heartware has an internal investigation on :- abnormal behavior (switching), not charging, inadequate power charge for unscreened (and screened batteries with a faulty cell). And communication errors between controller and battery. Also on removal of all batteries with lishen cells heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event for the battery (power switching) was confirmed; however, none of said occurrences involved (B)(4). Analysis of the device revealed that this device failed to meet specifications; the device passed visual examination but failed functional testing due to cell pair #4 falling below 2.8 volts. The faulty cell could have been a contributing factor to the power switching. However, log file analysis did not reveal power switching events involving this battery. The reported event for the controller (loose connector) could not be confirmed since analysis of the device revealed that the device performed as intended and met specifications; the device passed visual examination and functional testing. The following batteries were involved in the power switching events: (B)(4). The controller had not been smr upgraded at the time of the event. The most likely root cause of the reported power switching of the battery may be attributed to a communication error; however, none of the power switching events involved the reported battery. The controller performed as intended during bench testing. This is report two of two reports (3007042319-2016-00836, and 00837) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This is report one of two reports (3007042319-2016-00836, and 00837) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that port 1 of the controller had a loose power connection and that the battery was switching from one port to the other. The controller was exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
Five batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event for the batteries (power switching) was confirmed; however, none of said occurrences involved (B)(4). Analysis of the device revealed that this device failed to meet specifications; the device passed visual examination but failed functional testing due to cell pair #4 falling below 2.8 volts. The faulty cell could have been a contributing factor to the power switching. However, log file analysis did not reveal power switching events involving this battery. (B)(4) were not returned for evaluation (npr). The most likely root cause of the observed power switching events may be attributed to a communication error; however, none of the power switching events involved the reported battery. This is one of two reports (3007042319-2016-00836, and 00837) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.